Event description:
It was reported that the pump was on pt beginning 2008, pumping without difficulty. On the evening of 2008, the nurse noticed the pump alarmed and the waveform was frozen. The pump was rebooted and within 10 seconds the same alarm occurred and the pump stopped working. The pump was exchanged. Product functioned as intended. There were no reported pt complications.

Manufacturer narrative:
The medical engineer at the hospital "checked the pump and found that there was no problem at function check." The pump was returned to arrow and checked by the engineer and "there was no problem at function check."